Manufacturer narrative:
A complete lead was returned in one piece measuring 57.4 cm. Analysis was completed. No lead anomalies found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the asymptomatic patient presented in clinic for an implant procedure. During the procedure, once the right ventricular lead was placed there was no sensing or capture ability. Repositioning was attempted but there was still no sensing or capture from the lead. The lead was explanted and replaced successfully. The patient was stable.